Event description:
Consumer writes: top separated from bottom.

Manufacturer narrative:
This complaint has not yet been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed to determine the root cause (malfunction, device is being used for unintended use, incorrect preparation, etc.). No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible device de-lamination which is a reportable malfunction; choking is possible as a result of de-lamination.